Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 2mm(h) (ilpc442u) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the abutment collar. The threaded region is fractured off. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot a complaint history review was performed for the reported lot number (2018021370) for similar cause and 1 other complaint was identified. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18; torque matrix - internal connection. Complainant reported fracture of abutment screw inside the implant. The fractured portion was remove and the abutment was replaced for another one. The reported event is confirmed following inspection of the returned device. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI:(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ilpc442u abutment screw fractured off inside the implant. All the fragments were removed and the abutment replaced.